Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was implanted on an unknown date. The device history record review for this lot has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: date of explant was reported as (B)(6) 2013 this is incorrect as the actual date of explant should be (B)(6) 2012.

Event description:
This is report 3 of 4 for complaint (B)(4).

Event description:
Voluntary user facility medwatch uf (B)(4) was received. A copy will be included with this report. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.